Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images: plate ID (B)(6) read time (B)(6) 2014 @ 1542 was retrieved. Roi's appear aligned. Sample ID (B)(6) review of wells c11 show grade of 3+ with scores of 74; visually the reactions do not appear consistent with 3+ positive reactions. Unable to rule out that the reagent was underpipetted into the wells causing a large unsuspended circle of rbc's. A service call was made on (B)(4) 2014. -found that active wash pump was not holding its prime and was drawing in air bubbles -replaced active wash pump; -performed unexpected reactions checklist with no further issues found; -initialized instrument and ran maintenance and abo qc with expected results; -ran 4 patient samples (including sample h20547 which had the previous issue) with acceptable results; -instrument is working within specifications.

Event description:
On (B)(6) 2014 a customer reported an unexpected positive rh result when testing a patient sample on the galileo neo instrument.